Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 30 mg/dl. The customer was treated for the low blood glucose with IV fluid at the hospital. The customer stated that they had gastric bypass surgery and was put back on the insulin pump. The customer was taken off the insulin pump prior to the surgery and almost died. The customer had issues taking the battery cap off their insulin pump. The customer was advised to use a screw driver to release the cap. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.